Event description:
It was reported that the patient was experiencing repeated no delivery alarms and high blood glucose of 22.8 mmol/l with possible ketones. It was also stated that the patient had been hospitalized previously. Troubleshooting was performed, and the insulin pump passed the prime, displacement and self tests. However, after connecting back to the infusion set, the insulin pump gave another no delivery alarm. Advised the patient to change the infusion set. The patient stated that the doctor has advised to use different areas of insertion as well. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.